Event description:
The manufacturer received information alleging a bipap a series ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. Review of the download error log indicated a ventilator inoperative error code was recording indicating failure of the outlet pressure sensor. The device printed circuit board assembly requires replacement to address this issue. In addition, foam particles were visualized inside the device assembly. No repairs were completed; the device was scrapped as per customer request. The device will be included in the fsn 2023-cc-src-039. The device will be included in fsca 2021-05-a.